Event description:
It was reported that during attempted use of these two devices, the implants did not advance into the bone as expected. During the first attempt, the bone hole was prepared using the curved drill guide. As the surgeon was tapping the implant into place, it advanced down approximately half-way into the bone-hole before it would no longer advance. As the surgeon continued to attempt insertion, the proximal end of the implant began to break apart. The surgeon then removed the proximal end of the implant and attempted to remove the distal tip of the implant from the bone hole. However, it could not be removed. Surgeon burred down the implant flush with the bone. Another of the same device was then implanted successfully, adjacent to the retained fragment; this attempt was done using the straight drill guide instead of the curved guide. For the second failed attempt, the surgeon again prepared the bone hole using the curved drill guide. Again, as the surgeon was tapping the implant into place, it advanced down approximately half-way into the bone hole before it would no longer advance. As the surgeon continued to attempt insertion, the proximal end of the implant began to break apart. The surgeon then removed the proximal end of the implant and attempted to remove the distal tip of the implant from the bone hole; however, it could not be removed. Therefore the surgeon burred down the implant flush with the bone. Another of the same device was then implanted successfully adjacent to the retained fragment; this attempt was done using the straight drill guide instead of the curved guide. The case was completed successfully without further issue. The patient was released as scheduled in good condition. The procedure was a labral repair

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include not inserting the implant co-axial to the bone tunnel, improper bone preparation, or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.